Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, an expressew needle broke into 2 pieces in the body. Both fragments were easily retrieved and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Upon receipt of the device for evaluation on (B)(4) 2012, it was verified that the needle had fractured at the distal tip, as well as immediately distal to the shaft weld. It was observed with the naked eye that there were significant skive markings running axially to the needle blade, as well as a permanent set curve along the super-elastic nitinol blade. Both of these conditions are consistent with many repeated uses of the device. The expressew needles are single use disposable components, and are not intended to be used for more than one procedure; the indication here that this device has been re-processed and re-used. The observed condition is consistent with needles that have been tested for misuse, and have been fired until failure. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. This is a user/re-processor issue and not attributable to any fault or defect of the mitek device. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.